Event description:
It was reported that this electrode was explanted due to a product advisory. No additional adverse patient effects were reported. A new system was successfully implanted.

Manufacturer narrative:
The electrode was returned in two pieces. The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Measurements throughout testing were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this electrode was explanted due to a product advisory. No additional adverse patient effects were reported. A new system was successfully implanted.